Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that peri-device leak and thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted. Approximately 2 weeks post-implant, the patient experienced a bleeding incident and had to be taken off their oral anticoagulation medication. At a follow up appointment approximately 1 month later, computed tomography (CT) was performed (transesophageal echocardiography (tee) was not able to be performed at this time due to throat issues) which identified a device related thrombus (drt) and a small leak which were not originally present on the day of implant. The patient was then placed on eliquis for 1 month. On (B)(6) 2024, the patient underwent a procedure to place a coil where the leak was present. Upon inspection of the 31mm watchman flx pro closure device with intracardiac echocardiogram (ice), no drt was observed, but a small leak measuring 2-3mm was seen near the mitral shoulder under fluoroscopy during contrast injection. The coil was placed successfully.